Event description:
As reported, a 5f mynxgrip failed to deploy. The user was unable to shuttle down completely, and the device did not shuttle. Hemostasis was achieved using manual pressure, but the duration is unknown. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an antegrade approach. The deployer was mynx certified. No relevant patient medical history was noted. The sheath introducer used was a 5f brite tip from cordis, with the catalog number 401511m. The rep confirmed that the shuttle never went into the sheath. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm. The vessel tortuosity and presence of pvd/calcium in the vicinity of the puncture site were unknown. The device was stored as per the instructions for use (IFU). It is unknown if unusual force was applied when retracting the sheath. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
Section d9. Device availability: device was returned on apr-9-2025. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip failed to deploy. The user was unable to shuttle down completely, and the device did not shuttle. Hemostasis was achieved using manual pressure, but the duration is unknown. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an antegrade approach. The deployer was mynx certified. No relevant patient medical history was noted. The sheath introducer used was a 5f brite tip from cordis. The rep confirmed that the shuttle never went into the sheath. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm. The vessel tortuosity and presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site were unknown. The device was stored as per the instructions for use (IFU). It is unknown if unusual force was applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device, and a non-cordis procedural sheath was returned separately. Additionally, the advancer tube and sealant were observed in their manufactured positions, and the stopcock was found closed with the balloon fully deflated. No other defects or anomalies were observed during the visual inspection. Per functional analysis, a simulated deployment test and an inflation/deflation test were conducted on the received unit. The shuttle cartridge was successfully advanced and retracted to the black handle without any issues, as outlined in the mynxgrip IFU. The advancer tube was properly engaged with the proximal tamp lock. Additionally, an inflation/deflation test was performed on the balloon. During this test, the balloon fully inflated and maintained pressure. The balloon inflated and deflated properly, in accordance with the mynxgrip IFU, with no ruptures or pressure loss observed. The reported event of "shuttle-shuttle advancement issue" was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, "while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle." It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.